Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers on both main and auxiliary were offline. A field service engineer checked the network settings and identified that the internal bus was not communicating. The settings were adjusted to ensure proper configuration, followed by a reboot and resumed testing. Debris was also found in main drawer 5 and was cleared and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5 failed, although the remote smart service (rss) status showed the station as online. The customer attempted troubleshooting by restarting the station and recovering the drawer; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.